Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification and heavy tortuosity in the circumflex (cx) coronary artery. The 3.5 x 38 mm xience alpine was advanced but could not cross the lesion due to the anatomy. During removal of the sds, resistance was met with the patients anatomy; therefore, the devices were removed all together. Outside the patients anatomy, it was noted that the proximal end stent struts were flared. A new 3.5 x 38 mm xience alpine was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported material deformation (flared stent) was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.